Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited a failed manual right atrial (ra) auto threshold test due to low evoked response. Technical services (ts) was consulted, and noted an abrupt change in impedance with an out of range measurement. Noise was not able to be reproduced via isometric or pocket manipulation. Ts recommended device reprogramming and reviewed possible reasons for the exhibited issue. This crt-d system will continue to be monitored and remains in service. No adverse patient effects were reported.